Event description:
In 1999 pt had left total knee replacement utilizing a whiteside ortholoc modular total condylar lsi tibial insert. In 2000 pt complaint of increased pain, decreased mobility of left knee. In 2000 had revision of left total knee tibial insert was fragmented and worn.